Event description:
Customer repeatedly suffered higher blood glucose levels (around 20 mmol/l) because of a disconnected tube's connector from the tube, which he did not notice. It happened also during the night, so he woke up with high blood glucose levels and afterwards found out that the transfer set is disconnected. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.